Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of stored electrograms showed undersensing of ventricular events due to atrial pacing. Patient was asymptomatic. The device was reprogrammed.